Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds. There was no report of patient harm.

Event description:
It was reported that the device shuts down when bumped or moved over thresholds. There was no report of patient harm.